Manufacturer narrative:
Block h1 (no. Of events (noe) summarized): in the initial report, the xml file shows the summary report and 123 events were included. However, this was inadvertently included due to a system error in the xml file, as it was not visible in the pdf copy. This field should be left blank.

Manufacturer narrative:
Block h6: added code 4625 (additional surgery). Component codes intentionally left blank. No device malfunction was reported during the index procedure.

Manufacturer narrative:
The patient's ethnicity and race are unknown. This information was not available from the facility. Adverse event/outcomes: the patient required revascularization of the target lesion. This is being reported as part of the clinical study. Cross reference MFR report numbers: 3009784280-2021-00040, 3009784280-2021-00041, and 3009784280-2021-00042. Foreign country: (B)(6). Study name: (B)(6). Patient ID: (B)(6). PMA/510k: PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical study. Device evaluated by MFR: during the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was performed. Adverse event problem: although the cause of restenosis is unrelated to the study device, restenosis is listed in the IFU as a potential complications/adverse events. In addition, the health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability (B)(4).

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2020, 4 stellarex catheters were used to treat the target lesion of the left proximal distal anterior tibial and proximal peroneal. Approximately 17 days post index procedure, the patient experienced reocclusion. A successful revascularization of the target lesion was performed on (B)(6) 2021. The physician indicated this is not related to the study device or procedure.